Event description:
The customer was hospitalized with low blood glucose levels. Prior to hospitalization, the customer stated "insulin poured out of the pump." The customer did not see any alarms. No troubleshooting performed.

Manufacturer narrative:
A complete analysis and testing of the pump was performed. Unit alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform the basic occlusion test, due to motor error alarms. Unit was monitored with the reservoir in the pump and no anomalies were noted.